Manufacturer narrative:
Related MFR number # (B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient expired from cardiogenic shock due to biventricular failure on 01nov2020 and heartmate ii lvas, serial number (B)(6), was not explanted for analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure, device thrombosis, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient has been off aspirin since 2015 and intermittently lowered target with each bleeding event. Echocardiogram showed that the patient had left ventricular ejection fraction less than 20%, and elevated left atrial pressures.

Event description:
It was reported that the patient expired. The cause of death was cardiogenic shock due to biventricular failure. The patient had chronic rv failure with home inotropes. The patient also had a history of a gi bleed and was off anticoagulation. The device had suspected thrombus. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2023-00077. The investigation findings will be submitted under 2916596-2023-00077.